Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report number 3005099803-2023-00995 and 3005099803-2023-00996 for the associated device information. It was reported to boston scientific corporation on february 7, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the jejunum to treat a malignant gastric outlet obstruction during an endoscopic ultrasound (eus)-guided gastrojejunostomy performed on (B)(6) 2023. The axios stent was deployed using the eus method, where the second flange was deployed in the scope, and then the stent was released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the axios stent was deployed but did not fully expand. The physician pulled the stent back and attempted to deploy the second flange of the axios stent; however, the axios stent deployed into the peritoneum (the subject of this report). The axios stent was attempted to be removed, but it was unsuccessful. A second axios stent was used (the subject of MFR.# 3005099803-2023-00996) and the same problem was encountered; the first flange of the axios stent did not fully expand. After complete deployment, the axios stent moved into the peritoneum. The procedure was not completed, and the patient was sent for surgery as a puncture had already been created. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: it was reported that the hot axios stent and electrocautery- enhanced delivery system was used to treat a malignant gastric outlet obstruction. Per the hot axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for malignant gastric outlet obstruction. Additional information received on march 12, 2023: the axios stent was removed during a surgical procedure, performed on the same day post stent placement.

Manufacturer narrative:
Block b5 has been updated with additional information received on march 12, 2023. Block h6: imdrf device code a150101 captures the reportable event of failure to expand. Imdrf device code a1502 captures the reportable events of stent first flange difficult to position. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Impact code f19 is being used to capture the surgical intervention performed. Impact code f2301 is being used to capture the additional device required in the attempt to remove the stent.

Manufacturer narrative:
Imdrf device code a150101 captures the reportable event of failure to expand. Imdrf device code a1502 captures the reportable events of stent first flange difficult to position. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Impact code f19 is being used to capture the surgical intervention performed. Impact code f2301 is being used to capture the additional device required in the attempt to remove the stent.

Event description:
Note: this report pertains to one of the two devices used on the same patient. Refer to manufacturer report number 3005099803-2023-00996 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the jejunum to treat a malignant gastric outlet obstruction during an endoscopic ultrasound (eus)-guided gastrojejunostomy performed on (B)(6) 2023. The axios stent was deployed using the eus method, where the second flange was deployed in the scope, and then the stent was released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the first flange of the axios stent was deployed but did not fully expand. The physician pulled the stent back and attempted to deploy the second flange of the axios stent; however, the axios stent deployed into the peritoneum (the subject of this report). The axios stent was attempted to be removed, but it was unsuccessful. A second axios stent was used (the subject of MFR.# 3005099803-2023-00996) and the same problem was encountered; the first flange of the axios stent did not fully expand. After complete deployment, the axios stent moved into the peritoneum. The procedure was not completed, and the patient was sent for surgery as a puncture had already been created. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Note: it was reported that the hot axios stent and electrocautery- enhanced delivery system was used to treat a malignant gastric outlet obstruction. Per the hot axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with > 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated for malignant gastric outlet obstruction.